Event description:
It was reported that the cadd-solis vip, in combination with administration set high volume, 21-7361-24 with lot number 4434713, alarmed for downstream occlusion. No adverse patient effects were reported. Related complaint for the administration set high volume is documented on (B)(6).

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name-corrected one device was returned for analysis. Review of the event history log (ehl) showed a downstream occlusion. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the bubbled downstream seal. As a result, the seal was replaced, and the sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.